Manufacturer narrative:
The "regurgitation due to one leaflet prolapsing" could not be confirmed. Hemodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Information from the field indicated that a smaller, 29mm, epic heart valve was implanted.

Event description:
On (B)(6) 2018, a 31mm epic stented porcine heart valve w/flexfit system was implanted in the mitral position. A slight leak was noticed during the valve intra-operative check but the valve remained implanted. Coming off the pump, it was noticed the mitral valve had 2+ mitral regurgitation (mr) due to one leaflet prolapsing which was confirmed under 3d echo. The surgeon went back on pump and reopened the heart to exchange the valve for a 29mm epic heart valve (serial number: (B)(4)). The procedure was completed successfully with replacement and the patient is reported to be stable.